Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as the lot number reported was not found in halyard health databases. A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4) device not returned.

Event description:
Halyard received a single report that referenced four different events, which were associated with separate units, involving an unknown number of patients. This is the second of four reports. Refer to 8030647-2018-00021 for the first event. Refer to 8030647-2018-00023 for the third event. Refer to 8030647-2018-00024 for the fourth event. It was reported that the flex connector became disconnected from the vent circuit at the adapter tubing. Additional information received on (B)(6) 2018 stated that the adapter comes off immediately after first use and is typically discovered at bedside and via vent alarm. The side that comes loose was the part that is connected to the inline suction. It was noted that there was a loss of ventilation to the patient every time it comes disconnected. There was no reported patient injury. No further information was reported.